Event description:
The customer reported that the device froze(locked up) during op checks. There was pt involvement with no adverse impact.

Manufacturer narrative:
(B)(4): the customer reported that the device froze(locked up) during op checks. There was pt involvement with no adverse impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.